Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The initial reporter facility: (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was no flowrate, the arctic sun device was not reaching desired temperatures. Per review of wo on 29may2025, there was no patient involvement.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is an air leak through a loose fill valve in the manifold. The device was evaluated upon receipt. The reported issue was reproduced. Low flow rate and also error 41 (low internal flow) was shown. Fluctuating inlet pressure. The fill valve was loose. Per follow up information, due to the air leak there was a bad water circulation which caused the temperatures to not react to the set value. Cleaned and secured the fill valve. Checked the complete manifold assembly with its connections. After repair, the device passed its functional test and no further problems occurred. Performed a calibration and an electrical safety test. All tests passed, this device meets all criteria. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Initial reporter facility: (B)(6). All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was no flowrate, the arctic sun device was not reaching desired temperatures. Per review of wo on 29may2025, there was no patient involvement. Per follow up information received via mail on 04jun2025, device was sent to task management for repair. Issue was resolved by securing an air leaking valve in the manifold assembly. Air leaking valve was tightened to stop the leak. Due to the air leak there was a bad water circulation which caused the temperatures to not react to the set value.